Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). The affiliate in (B)(6) determined the most likely cause of the reported event was the main pcb (printed circuit board) component. The affiliate in (B)(6) was shipped a replacement main pcb to repair the suspect device and return it to service. To date, the alleged faulty component has not been received by the carefusion failure analysis lab.

Event description:
The affiliate in (B)(6) reported the vela ventilator was generating xdcr fault (transducer fault), high rate, low pip (peak inspiratory pressure), and low ve (minute ventilation) alarms. The events log also includes xdcr fault occurred. The issue occurred during patient use and the patient was placed on a different ventilator. There is no report of patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. An investigation was performed and identified the root cause of the reported issue was due to a degraded transducer within the assembly (pt 802). This issue will be internally investigated within carefusion.